Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a deployment problem was experienced with a mynxgrip vascular closure device (vcd), the procedural sheath would not pull out. The vcd will be returned for analysis.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that a deployment problem was experienced with a mynxgrip vascular closure device (vcd). The procedural sheath would not pull out. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle and the sealant remained in the manufacturing position with no evidence of blood which likely indicates that the shuttle was never inserted into a procedural sheath. The balloon was located at the distal end of the procedural sheath. The balloon¿s distal tip was severely inverted and the core wire was curved which indicates excessive tension was applied during pullback. During the investigation, the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. Review of lot f1732604 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿the procedural sheath would not pull out¿ was not confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the root cause of the event could not be conclusively determined. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.